Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 9 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 16:57:04, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.4v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided on (B)(6) 2023 stated that the mpu has a v-lock connector and the ac power cord was accidentally disconnected at the wall outlet. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files revealed a no external power event occurred while the patient was using a mobile power unit (mpu). Additional information was received that the mpu had a v-lock connector on the ac power cord. Per the patient, it was accidentally disconnected from the wall outlet.